Manufacturer narrative:
Additional information: d10, h3, h6. The reported events were lead dislodgement, r-wave amplitude variation, low pacing impedance, and no capture. As received, only a distal portion of the lead was returned in one piece for analysis. The reported events of r-wave amplitude variation, no capture, and low pacing impedance were not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead revealed the helix was in the extended position and clogged with blood and tissue. Furthermore, the helix was measured within required product performance specifications.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, low sensing, low pacing impedance and high capture threshold resulting in loss of capture was noted on the right ventricular (rv) lead. An x-ray revealed rv lead dislodgement to be the cause of the event. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.